Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5043057; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein new leads were added to cover pre-existing pain area.